Manufacturer narrative:
It is likely that the tortuous environment contributed to the device failure. The turnpike spiral is designed to be used in extreme tortuosity. The evidence found during the returned product evaluation show that the catheter tip was twisted and separated due to torqueing against resistance. The event description along with the returned product evaluation provided sufficient evidence to determine that the most likely root cause was misuse by clinician. The event description states, "the tip of the catheter became lodged in calcium." The turnpike IFU warns, "never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury." The scope of this event is limited to this one device.

Event description:
A turnpike spiral catheter was used in a patient procedure. Attempting to cross cto lesion in om with turnpike spiral; the tip of the catheter became lodged in the calcium and was separated when the catheter was removed from the body. The tip of the catheter was encased in calcium and could not be retrieved with a snare or other device.